Event description:
Additional information was received that the right ventricular (rv) lead exhibited noise on the arrhythmia logbook that was oversensed leading to the pacing inhibition. It was noted that the noise was reproducible with isometrics. The physician opted to reprogram the device to voor due to the patient's atrial fibrillation and pacing dependency. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient experienced pacing inhibition with an unknown duration of asystole. Boston scientific technical services (ts) was consulted and advised several troubleshooting techniques to assess the integrity of the right ventricular (rv) lead. An email was sent to the field representative in an attempt to obtain resolution to this issue. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received from another manufacturer's field representative that the patient was scheduled to undergo a revision procedure due to an issue with the system. Further information was received from the clinic that a revision procedure did occur due to oversensing on the right ventricular (rv) channel that led to pacing inhibition with an unknown duration of asystole. Since the physician was concerned over space, he laser extracted all leads during the procedure and the entire system was explanted. No additional adverse patient effects were reported.